Manufacturer narrative:
(B)(4). Batch # unk the lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the specific product code and lot number of the device available? What were the indications for surgery? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Was a leak test performed? If so, what was the result? How was the leak identified? Was the leak noted intraoperatively or postoperatively? If postoperative, how many days? How was the leak addressed? Were there any issues noted with staple formation at any point throughout the care of the patient? What was the need for the revision surgery? Has the patient¿s condition improved? What is the current status of the patient? Is the device available for return?

Event description:
It was reported that an anastomotic leak occurred during esophageal surgery. The first operation was on may 7th and the revision was on may 8th. The patient is currently not feeling well.